Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via e-mail (to the diabetes therapy consultant) that the pump had keypad anomaly and display anomaly. The blood glucose at the time of the incident was unknown. The customer stated that the act and light button had to be pressed hard or more than once to get it to work. The customer stated that the buttons get sticky sometimes. Also, the display gets to be a rainbow color and sometimes hard to see when in the sun. The customer was also experiencing a piece of plastic breaking off when the reservoir was changed. The customer had blood glucose of 400 mg/dl and they were not sure if it was the site or the pump. The infusion sets were inspected and were okay. Troubleshooting was not performed. The device will not be returned for analysis.